Event description:
It was reported that the surgeon inserted a micl 12.6 implantable collamer lens and a haptic tore as it was advancing into the eye. The lens was removed without any pt injury.

Manufacturer narrative:
Visual inspection of the returned prod showed pieces of a haptic plate was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found.